Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It was mentioned that the valve was leaking back blood at the end of the procedure. The procedure was successfully completed with no complications to the patient. The device is not expected to be returned for analysis.